Event description:
During a pre-magnetic resonance imaging (MRI) device check of the evoke spinal cord stimulation (scs) system, a disconnected electrode was identified. As a result, the patient could not undergo the MRI. At the patient¿s request, the evoke scs system was explanted.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted. The lead with the disconnected electrode could not be definitively identified. Second lead information: product description: evoke cap12 percutaneous lead kit - 60cm (us). Model #: 102878. Catalog#: 3002. Serial/lot #: (B)(6).